Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unresolved downstream occlusion in the operating room (or) heart room. The baxter sales representative (bsr) was in the room when the pump was prompted to silence when it was alarming. The lines were visually traced and tried to identify the occlusion and noticed that the baxter tubing was attached to a manifold which had a different tubing attaching to a onelink at the patient. The line attached to the onelink had a faced collar. When disconnected the infusion ran when connected the line occluded. The onelink was removed and line was patent. They flushed the onelink and it was patent. The fixed collar connection to the onelink caused the occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.